Event description:
The user facility reported a 60-year-old female patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that it was planned to remove an impella cp and escalate care to the impella 5.5. The team attempted to deliver the impella 5.5 via the surgical graft anastomosis but, delivery failed. The wire-pump failed to deliver. The pump was removed and at the time of explant, biomaterial was adhered and the pulse was lost at the graft and the bypass was placed to the axillary artery. The impella 5.5 aborted delivery made the team keep the patient on the impella cp.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
The investigation into the delivery issues, the thrombus issue, and the limb ischemia - irreversible has been completed since the initial report was submitted. The product was not returned for investigation. The root cause of delivery issue was determined to be patient condition since it was mentioned that the patient has small vessel size. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus issue, and the limb ischemia - irreversible was not determined.